Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was an instrument flood in the modular chemistry (mc) reagent compartment in the synchron lx20 analyzer. No injury reported.

Manufacturer narrative:
Qa confirmed with the customer that spill was from an overflow of the waste and after clean up, instrument resumed normal operation.